Event description:
During a right side radiocephalic fistuloplasty procedure on a female patient, the balloon burst transversely and split after being used at 18 psi, and was difficult to remove. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence, however, the procedure did take slightly longer than usual as additional pressure had to be applied on the patient fistula.

Manufacturer narrative:
(B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this repot nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. No product was returned to assist in this investigation. Per (B)(4), balloon burst, compliance, and fatigue verification testing performed ((B)(4)). The device is inspected qc specification to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. The rated burst pressure, rbp is documented in the IFU and label. These detection activities will likely result in a very high probability of detection to prevent rupture. No product was returned to assist in this investigation. The complaint description states that the balloon burst after being used at 18psi. Most likely this is intended to mean 18 atm not 18 psi and the evaluation will proceed on this assumption. According to the IFU the rated burst pressure, rpb for this diameter balloon, 6mm, is 15 atm. As such stated pressure of 18 atm exceeds the rbp for this product. The complaint also states that the burst occurred "transverse." In the absence of external restraints the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example lesions or other torturous anatomy the tear may go circumferential. After rupture the distal portion will "umbrella", and will make withdrawal difficult and attempts to resheath may cause the balloon to separate. Root cause is the failure to follow label instructions. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (>15 atm). We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.